Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. The rep reported that the patient let the ins dies and it had not been charged for a year, and the rep was inquiring about how to perform physician reset mode (prm). The rep indicated that reason the patient had not been recharging was because they were struggling with pain medicine and had other issues going on besides dystonia so the patient was likely not concerned with the ins. It was stated that the patient appointment to reset ins was scheduled for (B)(6) 2018. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating that the issue was not resolved as the patient failed to show up for their appointment. Patient is supposed to reschedule the appointment and there is no known date yet. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.